Event description:
A nurse reported that the fluid flow was decreased during the phacoemulsification portion of a cataract procedure. The procedure was completed by replacing the product. There was no patient harm reported. Additional information was requested. A product sample was not retained.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).